Manufacturer narrative:
(B)(4).

Event description:
New information noted that the patient presented in clinic on (B)(6) 2016 for routine follow-up. During capture testing it was found that the only possible configuration available exhibited high capture thresholds. The device was reprogrammed from vvi stimulation to bi-ventricular stimulation. All the other electrical parameters were good. The patient's condition was good and stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a routine follow-up. Upon interrogation, the lv lead exhibited loss of capture. The ICD was reprogrammed to vvi at 40ppm until further notice. The patient's condition was reportedly good.